Event description:
A 3rd party biomedical engineer contacted physio-control to report that their customer reported that whenever their vehicle went over a bump they observed that their device would power off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the 3rd party biomedical engineer with technical assistance. The biomed advised that the device's battery pins were very worn down and did not appear to be making good contact with the batteries. Physio assisted the customer with purchasing a set of replacement battery pins. It was later confirmed by the 3rd party biomedical engineer that he replaced the device's battery pins which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.